Event description:
It was reported that during a laparoscopic gastric sleeve (transected the stomach longitudinally); after firing the device, some staples were not formed. One day post-op, there was a leakage from the last firing on the stomach. No other pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Serial number = na.